Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-01318. It was reported the pt is experiencing pocket heating at the ipg site while recharging. The pt states some discomfort is felt as a result; however, symptoms cease after charging is discontinued. A replacement charger was sent. F/u identified the replacement charger resolved the issue. On 08/01/2012, st. Jude medical, neuromodulation division, send field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.